Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device serial number (B)(4) was inadvertently entered in the lot number field. The serial number has been updated. Additional information: the manufacturer location was documented as unknown in the initial medwatch report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (june 27, 2007) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. UDI - (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition that the small battery drive device stopped working was confirmed. An assessment was performed and it was observed that the device had no power. It was noted that the motor had corrosion and a white powder on it, the bearings and sleeve were corroded, and the components were worn. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and check the function with the electric pen drive (epd)-console. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the small battery drive device stopped working. It was not reported if there were any delays in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.